Manufacturer narrative:
(B) (4). The ge svc rep was unable to duplicate the reported problem. He reseated the pcbs and cables then adjusted 5 volts supply in work station measure 5.00 v. He removed and replaced the hand control. The system functioned as intended. (B) (4)

Event description:
The customer reported that the system was not booting up past 18 arrows on the c-arm work station.